Manufacturer narrative:
An event of pulmonary edema, aortic regurgitation, leaflet tear, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta¿ gt valve was implanted. The patient was admitted to the hospital due to pulmonary edema secondary to aortic regurgitation. On (B)(6) 2021, the valve was explanted and upon explant a leaflet tear was noted. The patient is reported to be recovering.